Manufacturer narrative:
H10: smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report. H3,h6: the returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the product prints/specifications found that the units are verified to be fully intact. Visual inspection under magnification of the wand shows a detached electrode. The device was activated in saline solution at the default and max settings on the controller and performed on the remaining electrodes as intended. The suction line was tested and performed as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that before a meniscus repair surgery, when the device was being opened it was notice that one of the three metal electrodes was missing. No patient was involved at the failure was found before the procedure.